Event description:
It was reported that the patient had a successful total pelvic floor repair and a sling procedure on 1/23/2007. A diagnostic laparoscopy was performed prior to the total pelvic floor repair and the sling procedure. Post-operatively, the patient experienced abdominal bloating and became hypotensive. A vascular surgeon was unable to locate the source of the patients bleeding. There was no bleeding in the pelvis area. No blood transfusions were performed as the patient refused blood transfusions based on religious grounds. The patient was reported to have expired secondary to bleeding. Patient autopsy was scheduled for 1/24/2007. No further information is available.

Manufacturer narrative:
Conclusion: no information has been provided with regard to the cause or source of the bleeding. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.